Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported physical resistance (lock line ¿ difficulty) associated with the lock line becoming stuck in the cds was due to the lock line entanglement. The cause of the reported material deformation associated with the lock line entanglement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report lock line entanglement and difficulty being removed. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. An ntw mitraclip was positioned on the valve. During lock line removal the lock line became entangled. The line was able to be untangled and removed from the clip but became caught deep within the handle area of the clip delivery system (cds). Using the cds handle as the pulling point, the lock line was removed, and the clip was able to be deployed. An additional ntw clip was then implanted, reducing mr to grade 1-2. There was no adverse patient consequences and no clinically significant delay. No additional information was provided.